Event description:
It was reported that a spectrum pump failed downstream occlusion test with values high outside the expected range of 7-19psi (values of 21.5, 26.4, 19.5, 27.2, 27/1 and 19.3). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported issue was not reproduced. The device was tested for downstream occlusion detection at high medium and low settings and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. No pump correction is required to address the issue. Should additional relevant information become available, a supplemental report will be submitted.